Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory (B)(6) at 3:21p 129mg/dl (30 minutes after lunch). Caller states his glucose is normally 250mg/dl - 270mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).